Event description:
A customer reported that they visited the emergency room and were hospitalized in the intensive care unit with blood glucose level around 600 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.